Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #5l; cat# 5517-f-501; lot# ektcy. Tritanium bplate triathlon s5; cat# 5536-b-500; lot# ctd5735. Tritanium patella-asymmetric; cat# 5552-l-381; lot# a0ler. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient is enrolled in the stryker sponsored triathlon tritanium knee outcomes study. The study coordinator completed an adverse event form for this subject on (B)(6) 2017 indicating that the surgeon was unsure of whether or not this event was related to the device. Per the form, the subject experienced "swelling and pain in index knee, was limiting patient's activities, patient wore brace." Diagnosis was spontaneous hemarthrosis, treated on (B)(6) 2016 with aspiration of 60 cc of blood from the knee. This event was considered resolved as of (B)(6) 2017.

Manufacturer narrative:
An event regarding hemarthrosis post tka involving a triathlon insert component was reported. The event was confirmed by medical records. Method and results: -device evaluation and results: not performed as the product was not returned as it remains implanted. -medical records received and evaluation: a review of the provided x-rays and medical notes by a clinical consultant indicated: a bleeding complication occurred some 1½-year post primary triathlon total knee arthroplasty. Bleeding as such is not normally visible on x-ray unless secondary complications follow such as dislocation, not applicable to this case. X-rays confirm that no issues are or were present with the devices themselves. All components had adequate size and position with durable and stable fixation to the bone. - bleeding is one of the major complications after hip or knee arthroplasty. Most of the time this is related to anticoagulation of patients early post arthroplasty. Total hip and knee replacement have a high risk on thrombosis and/or pulmonary embolism which may be fatal at times. For this reason many patients receive anticoagulation for at least 6-weeks post surgery to prevent this complication. With also this possibility excluded, because reported as such, it still remains possible that medication of the patient has contributed to the complication, a third major category of bleeding complication causes. This patient had several medications simultaneously of which especially tamoxifen (breast cancer suppression) is a powerful drug with many potential side effects one of which includes bone marrow depression. This may result in lower counts of thrombocytes, responsible for the initiation of natural clotting while also synthesis of several other proteins required in the natural clotting cascade may decrease. Treatment was adequate with removal of the blood from the joint by needle aspiration which relieved all symptoms without lasting adverse effects. Such is generally recommended because severe hemarthrosis may increase risk of infection. Revision surgery is not under consideration, consistent with the type of complication external to the device in place. This pi case is not device-related. -device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: review of the medical records provided indicated that a bleeding complication occurred at 1½-year post triathlon knee arthroplasty quite probably as side effect of provided medication. Needle aspiration resolved the issue without lasting problems or adverse effects upon the arthroplasty. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient is enrolled in the (B)(4) study. The study coordinator completed an adverse event form for this subject on (B)(6) 2017 indicating that the surgeon was unsure of whether or not this event was related to the device. Per the form, the subject experienced "swelling and pain in index knee, was limiting patient's activities, patient wore brace." Diagnosis was spontaneous hemarthrosis, treated on (B)(6) 2016 with aspiration of 60 cc of blood from the knee. This event was considered resolved as of (B)(6) 2017.